Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete detect and treat testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was contaminated. In addition, capacitor c19 on the defibrillator pca had lifted pads. The root cause for the contamination was ingress of an unknown liquid. The root cause for the lifted pads on the c19 capacitor could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.